Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily pace impedance trend data shows an abrupt increase for lv permanent pace impedance= 703 to 4047 ohms peak, between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was also reported that there was high impedance on the left ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.